Event description:
It was reported that post-implant the device was suspected to be oversensing far-field p-waves on the ventricular lead. This led to inhibition of biv pacing and a conductive r-wave. Reprogramming changes were made. Patients condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.